Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including selftest or displacement test due to display anomaly.

Event description:
The customer reported via phone call that water in the insulin pump screen and now the screen was dark. The customer¿s blood glucose was 240 mg/dl. The customer reported that the insulin pump was exposed to moisture and they do hear fluid when shaking the insulin pump. Customer stated that they sew fluid under the display. The customer was advised that the insulin pump will need to be replaced and also revert to backup plan. The insulin pump will be returned for analysis.